Event description:
Related manufacturer reference number: 2017865-2021-30350. It was reported that the patient presented with an infection. The entire system was explanted. The patient was in stable condition.